Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1) establishment name: (B)(6), (noting due to character limit). The device was returned to olympus for evaluation and the reported event was not confirmed. In addition to the foreign object found near the forceps stand, other evaluation findings are as follows: the bending angle in the up direction and the play of the upward/downward knob were not within the standard values due to wear of the angle wire; the bending section cover adhesive was detached, chipped, and cracked; and the acoustic lens was scratched. The foreign material found has been attributed to insufficient cleaning. The customer provided the cleaning, disinfecting, and sterilization process as follows: the device was cleaned, disinfected, and sterilized before it was sent in for repair. It is unclear if the customer has any idea about the nature of the foreign material. It is unknown if there was a delay in the start of the precleaning and if the customer raised and lowered the forceps elevator three times by turning the elevator control lever while the immersion and separation. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the ultrasound gastrovideoscope's balloon could not be supplied with water. There was no report of patient harm. The device was returned, evaluated, and a foreign object was found near the forceps stand. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.